Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's therapy was never established. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Corrected data: UDI # was incorrect. The correct UDI (di) # is (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information obtained identified the patient's stimulation turned on and off without prompting and coverage was not optimum. The physician decided to first replace the patient's ipg and would proceed to the next step if the issue persisted. Additional follow-up identified the patient's scs ipg was replaced and reportedly the patient was satisfied with the results postoperative. The reported issue has been resolved.